Event description:
I put a pfizer therma patch on my hip. It caused welts on my hip. I have spent 1 hour trying to get a real person at pfizer to help me know what to do, but I just got disconnected after 15 min. Interviews or transferred to a machine. Frequency: once. Dates of use: 4 hours. Reason for use: ache in hip.